Event description:
On (B)(6) 2023, fresenius became aware this 58-year-old female patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was experiencing abdominal pain, and felt the cycler was filling her with air. No additional information was provided during intake. Follow-up with the patient¿s primary pd registered nurse (pdrn) confirmed the patient presented to the outpatient dialysis unit on (B)(6) 2023 with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (wbc = 1356 u/l) were collected, and the patient was formally diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1500 mg every other day and ceftazidime 1500 mg daily for 21 days. The patient¿s peritoneal effluent culture result returned negative for growth, and the patient¿s antibiotics were continued. The pdrn stated the cause of the peritonitis is unknown. A home evaluation found the patient utilizing proper aseptic technique and the treatment area was clean. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s). The patient continues to undergo ccpd therapy utilizing the same liberty select cycler and has recovered from the events. Of note, the patient initially felt the liberty select cycler was infusing unwanted air into her abdomen. However, follow-up revealed the patient did not experience any form of pneumoperitoneum.